Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument and srks involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument's grip cable was found to be broken at the proximal end and part of the srk was found lodged in the instrument's backend. Review of the instrument's log found that a partial fire with a green stapler reload occurred during the instrument's only firing attempt. The firing failed at 26 percent completion. There was no obvious damage to the yaw plate or pivot tube that would have contributed to the partial fire issue. The user facing message for a partial fire instructs the user to unclamp using the foot pedal, then remove the instrument and the foot pedal, then remove the instrument and discard the reload. In this case, it appears the unclamp step was not performed. The customer reported complaint states attempted stapler withdrawal before sequence completed, suggesting the instrument was removed from the universal slave manipulator (usm) prior to unclamping. Removal of the instrument without unclamping leaves the jaws in a clamped state. It was concluded that the customer likely used the srk to try and open the instrument jaws to remove the stapler reload, but ended up breaking the srk in hole 1 and the subsequent removal attempt using the 2nd srk likely caused the backend grip cable breakage. As a result it has been determined that the srk breakage occurred due to the user not following the endowrist stapler 45 instrument unclamp instructions that would prompt the user to use the srk when the error message partial fire is generated. Investigations found that one of the srk's tip was broken off and the broken piece approximately .077 in size was missing. The second srk was found to be broken at the distal tip. A small piece, approximately 0.15 x 0.7 was missing. It was concluded that the damage to the srk was likely due to mishandling/misuse. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the srk broke while attempting to open the jaws of the endowrist stapler 45 instrument. While the surgeon was able to remove the instrument from the patient's tissue and there was no patient harm, recurrence of the srk breakage could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist stapler 45 instrument became stuck on lung tissue and the stapler release kit (srk) was utilized to open the instrument's jaw; however, the instrument jaws would not open. The surgeon made the decision to use a traditional laparoscopic stapler instrument to decompress the patient's tissue being held by the endowrist stapler 45 instrument, allowing the surgeon to wiggle the endowrist stapler 45 instrument off of the patient's tissue. Evaluation of the instrument by an intuitive surgical, inc. (Isi) clinical sales representative (csr) present for the surgical procedure found that the instrument had a snapped wire. There was no patient harm, adverse outcome or injury due to the unclamp and snapped wire issue. On 12-12-2017 additional information regarding the reported event was provided by the site's clinical line manager. According to the clinical line manager, the endowrist stapler 45 instrument was clamped on tissue when the rnfa attempted to exchange the instrument prior to completion of the sequence, thus contributing to the unclamping issue. During use of the srks to open the instrument jaws, the tips of the srks broke off in unspecified holes of the instrument housing. The clinical line manager indicated that the broken srk issue caused a further delay in removing the instrument from the patient's tissue. The planned surgical procedure was completed without further incident with a replacement endowrist stapler 45 instrument.